Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head fell off mid-brushing - oral-b refills [device breakage] all of the brush heads are gaff - oral-b refills [suspected counterfeit product] case narrative: the consumer stated over the phone that the oral-b refills fell off mid-brushing. This happened with three of the brush heads. No injury was reported.